Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report numbers 1220908-2014-03204 and 1220908-2014-03202 for similar reports from the same customer.